Manufacturer narrative:
It was discovered on april 8, 2021 that patient's explantation date was not updated in follow up report 1. Patient had an explantation on (B)(6) 2021. Please refer to h11 corrected data section for update. The investigation of the returned device was completed by the failure analysis lab on april 24, 2021. Device evaluation summary: according to the information received, the patient experienced areolar hypertrophic scar. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. Hypertrophic scarring is a known complication associated with any surgical incision and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4) section d relevant fields have been updated.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 325cc mentor memorygel breast implants experienced left sided capsular contracture baker grade iii and right sided hypertrophic scar post procedure. As a result, patient underwent bilateral removal and replacement with two 378 mentor smooth round moderate plus xtreme breast implants on (B)(6) 2021.